Event description:
At conclusion of case, the physician instructed the patient to open her mouth for purposes of removing the oral airway. The patient complied with the request. When the oral airway was halfway out of the patient's mouth, the patient bit down on the oral airway and knocked out a front tooth. The patient has severe tooth and gum disease. Another physician was consulted and recommended extraction of some remaining teeth due to the severity of the tooth and gum diseasedevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: unanticipated. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.